Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump cannot turn on before and after a battery change. The customer's blood glucose reading was 400 mg/dl at the time of incident and went to the hospital. No further details given.